Manufacturer narrative:
This device has been received by this MFR, but a physical evaluation has not yet been performed; therefore, a failure analysis is not available and at this time, we are unable to determine if the device met its specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures. The february 2007 15-month trend report for all complaint failure modes was reviewed; no adverse trends were noted.

Event description:
The complainant reported that a vaxcel pasv PICC had been therapeutically placed in a patient (age and gender unk) in 2007. Three days later, the pt treatment was concluded and the device was explanted from the patient. During the successful removal of the device from the patient, the clinicians observed a hole in the catheter that was located 16cm from the suture wing. Because patient treatment was completed, a replacement PICC was not necessary. The complainant reported that there was no adverse affect on the pt as a result of the reported problem.